Event description:
During a cardiac cath procedure a blood gas result was entered into the philips xper system in cath lab and later was missing when the results were needed prior to finishing the case. The blood gas result was typed into the hemodynamics page a second time and was missing from the data page approximately 15 minutes later. Due to the emergent nature of the case, xper could not be called during the procedure. Two days later another blood gas result was placed into the system and later noted that it was missing when the tech tried to review the information. Xper customer service was called about both of these incidents and plans to follow up.